Event description:
It has been reported to philips that the wired foot switch had a failure of the connector, which would impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was by reconnecting the footswitch. Field service engineer (fse) inspected the system onsite and found that wired foot switch had a failure of the connector. Fse found that the issue with the broken ad7 connector. To resolve the issue, fse replaced the spoke connector and wired footswitch. The cause of the command pedal failure determined by the supplier's part analysis that the footswitch was defective. After replacement of the spoke connector and wired footswitch, the system was working as intended. The codes were updated based on the investigation outcome.